Manufacturer narrative:
(B)(4). Batch # 822a95. Additional information was requested, and the following was obtained: the unformed clip and the device and the target tissue was stuck when the jaw was opened. Knife reverse switch was not used. There was no change of the procedure due to the event. No additional suture was performed on bleeding. The astriction was performed. The patient is stable. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a was received with damages on the joint cover and shaft. Also, the knife was returned to the home position. The device could be opened by only pressing the release button since the knife was returned to its home position in returned condition. No anomalies were found during the operation. Additionally, nicked knife was found. The returned gst45g reload was fully fired with all drivers upward. It was found the cartridge surface was damaged and no residual staples were found. The device was tested for functionality in the straight position with a test cartridge ecr45g (n54e3d), with a test battery, and with a test film and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported of would not open could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. One possible cause for this type of damage to the knife and reload is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 822a95, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic partial pneumonectomy, the middle part of the knife side staple was unformed at the 1st firing on the central part of the organ. The tissue was stuck, and the device could not be removed. The scissor was used to cut. Oozing occurred. The bleeding amount is unknown, and the blood transfusion was not performed. The device was used on the lung. No further information is available.